Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting high blood glucose with the new insulin pump. Customer's blood glucose was 402 mg/dl. Customer treated with a bolus. Customer stated that he has a back-up plan of his old pump and injections. Customer stated that his wife will assist with troubleshooting. Customer's basal rates and bolus wizard settings were incorrect. Customer was assisted with correcting them.